Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had backlash in the controls. It is unknown when the issue was identified. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there is a gap between acoustic lens and ultrasound probe and a stain entered inside the lens through gap between the adhesive on the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was not confirmed. Evaluation did find the up/down knob could not blocked securely due to wear of the forceps lever, the suction and air/water cylinders had discoloration, water tightness was lost due to a pinhole on the instrument tube, the image had roughness due to damage on the charged coupled device (ccd) unit, the acoustic lens was damaged, the distal end was stained, the objective lens was scratched, the adhesive around the objective lens was cracked, the bending section cover adhesive was cracked, the connecting tube was scratched, the bending angle in the up direction did not meet the standard value due to wear of the angle wire, and the universal cord was buckled. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasonic probe could not be determined, however, the issue was likely the result of wear due to repetitive use stress and or user handling/mishandling olympus will continue to monitor field performance for this device.